Event description:
Unomedical reference number (B)(4). Event occurred in the united states. The patient reported that while changing her set, after she inserted and connected the quick release to each other, within seconds, the tubing came out from the quick release on the side that holds the needle. The site location was right side of patient's abdomen and the pump was on the same side as the insertion site. The infusions were stored in her closet. There was no stress or pull on the tubing and the pump was not dropped with the set connected to her body. Upon investigation, it was found that the tubing was detached from the tubing connector due to missing glue. Furthermore, a drop of glue was found on the tubing connector. No further information available.